Event description:
On april 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. Customer care recommended that the user perform a sensor re-link to allow the system to reinitialize and converge faster. Post re-link, the overall system was working within expectations. The user was advised to continue using the system and to reach out if they had any further concerns. Per dms review, the user was using the system with up to date information.